Event description:
The customer reported a false positive result with the ID now covid-19 assay on an unknown sample type on (B)(6) 2022. Confirmation rt-pcr (platform unknown) was performed on an unknown sample type the same day and generated a positive result. No information regarding patient health or outcome was provided. The customer reported that this has been their only report of such issue and will report if any occur in the future.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.